Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced otorrhea and middle ear infection which was treated with topical and IV antibiotics (specific date and duration not reported). The patient experienced an extrusion of the electrode array visible through physical examination (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.